Event description:
Patient was tested on suspect device and inr=2.5. Laboratory specimen was drawn and inr=1.86. Physician waited until lab value was reported until coumadin dosage was adjusted. Controls were reported to be within range.